Event description:
Patient presented back to the physician with redness and clear fluid leaking from the incision. Physician prescribed another round of antibiotics. Patient presented back to the physician with an infection at the chest incision. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with swelling and discharge from the chest incision. Physician prescribed antibiotics.